Event description:
It was reported that during a tonsillectomy procedure on a pediatric pt the physician was utilizing a coblator ii surgical system. Mid-procedure the settings for the coagulation and ablation reportedly self-adjusted in number past their default setting. The procedure was ultimately completed by using a back-up coblator ii surgical system and wand. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received.